Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1871 and the alarm does not stop. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error history log confirmed that there was a record of error code 1871. Visual evaluation found no physical damage to the device. Primary problem could not be replicated. Cause was possible defective motor or rotation detection sensor., the motor and rotation detection sensor were preventively replaced, and the device passed functional testing.